Event description:
The customer reported that there was no ampere communication with the system's monitors. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor's power supply 3.15a fuse was replaced. The system was tested and found to be working as intended and put back into service.